Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low vacuum during a procedure. Product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Based on new information received from quality assurance following submission of the initial report, the vitrectomy probe with low vacuum during surgery does not meet criteria for reporting based on applicable medical device regulations. The manufacturer internal reference number is: (B)(4).